Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had keypad unresponsive and prime anomaly. Customer¿s blood glucose level was unknown. Customer reports insulin pump had diminished battery life and insulin pump rejects new battery. Customer states insulin pump was squirting insulin during prime. Customer reports keypad buttons are harder to press and sticky. The insulin pump will not be returned for analysis.

Manufacturer narrative:
No missing segment/partial display anomaly noted. However, device had unresponsive buttons due to flattened (creased) esc and act buttons dome switch. No unlocked lcd keypad connector noted. Unable to perform operating currents, self-test, a21 error test, rewind test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test or verify failed battery test, low battery, battery out limit, e/a alarms or prime/fill anomaly, rewind anomaly due to unresponsive button. Device had cracked belt clip slot. (B)(4).